Event description:
On (B)(6) 2022, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the treatment, a proximal type I endoleak was observed. Additionally touch up ballooning was performed however the proximal type I endoleak was not resolved. Therefore, an aortic extender component (pla230300j) was additionally implanted proximally to treat the proximal type I endoleak. The proximal type I endoleak slightly remained. In addition, type ii endoleaks were observed. The physician decided to monitor them. On (B)(6) 2022, at 1 week follow up, computed tomography revealed 3 - 4 mm of enlargement of the aneurysm. On (B)(6) 2022, angiography revealed significant type ii endoleaks from lumber arteries. A reintervention was performed to treat the type ii endoleaks because of the rapid enlargement. Three lumber arteries were embolized. The type ii endoleaks were resolved. Angiography revealed a new type ii endoleak from another lumbar artery. The physician decided to monitor it because it was a minor endoleak. The patient tolerated the procedure. Regarding the enlargement of the aneurysm, the physician stated that it was solely due to the type ii endoleaks, and not caused by any failure of the excluder® devices. Reportedly, the proximal type I endoleak was not observed at the follow up and the angiography. It appeared to have resolved without treatment.

Manufacturer narrative:
The causes and effects of type ii endoleaks, are well documented. When a type ii endoleak is present, the seal around the graft attachment zones causes a pressure drop within the sac which, in turn, causes the retrograde flow of blood from small branch vessels back into the aneurysm sac. Historical endovascular data has demonstrated this event is not specific to individual endovascular device design. Rather, such data has demonstrated this phenomenon is likely the result of the anatomy in which the endovascular procedure is being performed and the principles of operation of endovascular stent grafts. This includes the size and number of branch vessels originating from the excluded aneurysm sac, and the amount of collateral vessels capable of supplying blood to them. The clinical implication of type ii endoleaks can be the prevention of sac thrombosis, continued aneurysm sac expansion, possible aneurysm rupture, and death. Type ii endoleaks are reported in 10¿25% of abdominal endograft cases and in 1¿20% of thoracic endograft cases. They may be diagnosed at the time of graft implantation, at the first follow-up imaging study, or in a delayed fashion months or years after the evar/tevar procedure. These leaks have also been noted to spontaneously resolve and, at times, reappear on subsequent studies. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.